Event description:
Information received a smiths medical intubation/portex endotracheal tubes polar malfunctioned. No anomaly in the product was observed at a pre-use check. However, after intubating it into the patient using an airway scope, when the customer attempted to put air into it, he noticed the cuff did not inflate. Also, he heard a sound of air leakage from the pilot balloon. No patient injury.

Manufacturer narrative:
One portex endotracheal tube (ett) was returned for analysis in used conditions. No discrepancies were observed upon visual examination. The ett was then inflated while submerged under water; leakage was observed coming out of a tear in the pilot balloon. An audit of the production floor was then performed. Training records, bell-out, fit inflation line and leak test operations were reviewed, the production line was reviewed, inflation line subassembly operation were all reviewed; no discrepancies observed. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.